Manufacturer narrative:
The returned sample was visually inspected and found non-conforming with the probe needle bent at the stiffener, white foreign material, inside of the needle, and the tip broken at the port. Functional testing could not be performed due to the broken tip. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is severely bent. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint evaluation confirmed that the probe had a broken tip at the port. Functional fit testing was unable to be performed, however, a damaged/broken tip could have contributed to a fit issue with the trocar. The exact root cause for the broken tip cannot be determined from this evaluation. Unrelated o the reported issue, the evaluation indicated that the probe needle and inner cutter were bent. How and when the needle and inner cutter were bent could not be determined from this evaluation. A possible contributing factor is handling while trying to remove the probe from the trocar. An internal investigation has been completed to further evaluate the cause of probe tip breakage at the port. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will continue to be reviewed and closely monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe split at the end during a vitrectomy procedure. The physician could not remove the probe from the trocar and the vitrectomy probe became loose while in the eye. The trocar was removed in order to remove the probe. Once the probe was out of the eye, it split it two pieces. No pieces were retained intraocular. The probe was replaced and the procedure was completed. There was no patient harm.